Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had door failure. A field service engineer replaced door latch and applied conductive grease to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, tower door 4 had failed repeatedly. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. There were no adverse events or injuries reported based on this event.